Event description:
It was reported that during a da vinci s hysterectomy procedure during lymph node dissection, arcing was observed coming from the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The arcing created a 3mm perforation along the medial external iliac vein, resulting in bleeding. The surgeon used the maryland bipolar forceps to clamp the vein and repair it robotically. The planned surgical procedure was completed and no further patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. On may 27, 2012, intuitive surgical received an phone response from rn (B)(6), indicating that the patient is recovering well and has not developed any post-operative complications.